Event description:
Ous MDR - the tip of the device was deformed.

Manufacturer narrative:
The device was not returned to biotronik. Therefore no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The screening of the manufacturing history confirmed that the device in question was manufactured according to the specifications and successfully passed all in-process controls as well as the final inspection. During final inspection every instrument is visually inspected. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.